Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer did not snap the cartridge onto the pump fully. Customer¿s blood glucose level was 410 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.